Event description:
It was reported that the patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event. The patient was started on remedial treatment for the peritonitis which included intraperitoneal (ip) injections of vancomycin (1g, frequency not reported) and amikacin (150mg, frequency not reported). The outcome of the peritonitis was not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.